Event description:
It was reported the patient had not charged his ipg for several months and lost stimulation several months ago. A sjm representative met with the patient and confirmed the ipg battery was depleted. The ipg was explanted and replaced. The patient is pending an appointment with the physician.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.